Manufacturer narrative:
The biclamp lap forceps were not returned for an evaluation. No equipment problems or issues were reported. Nevertheless, it appears that thermal energy/heat from the uninsulated hinge of a half open biclamp most likely caused the lesion and bleeding (note: other non-electrosurgical related issues could also have caused the issue.). However, no conclusive determination could be made as to the cause of the incident. No trends have been identified and erbe USA, inc. Is now closing the file on this event. Device not provided by user.

Event description:
It was reported that a biclamp lap forceps, maryland, serrated; l: 340 mm, od 5 mm (lot number not provided) was used in a lymphadenectomy. During the procedure, there was an unintentional coagulation at the aorta causing a lesion and excessive bleeding. Interventional work was necessary to stop the bleeding. The patient recovered without further complications. Note: the forceps were distributed by a (B)(6) subsidiary to the hospital in (B)(6). The forceps part number (p/n) 20195-146 correlates with the erbe USA distributed p/n 20195-189.